Event description:
Subq break on dialysis catheter. Placed in 2002, patient presented with blood in lumens (both) prior to dialysis. Catheter removed in 2002. Radiology film taken revealed connection between lumens at level of bend under clavicle. Intra-lumenal split.